Manufacturer narrative:
The product is in the possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, oversensing, high threshold measurements, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The patient was not pacemaker dependent. A chest x-ray was performed and noted no anomalies. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.